Manufacturer narrative:
Acist angiotouch hand controller kit and the acist manifold kit lot numbers were not provided. Acist syringe kit, model a2000, lot 30118j. The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on may 2, 2019. The injection system was functionally tested and met pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injection system. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. The consumable kits were discarded by the user facility. A review of the device history record was completed for the acist multi-use syringe kit, model a2000, lot 30118j. This review confirmed that there were no manufacturing quality issues for this lot. Based on the testing and evaluation of the cvi injection system, there was no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is considered closed.

Manufacturer narrative:
Acist has requested that the acist angiographic injection system model cvi, serial number (B)(4), and the acist consumable kits used during the event be sent to acist for investigation. Upon completion of the investigation, acist will submit a follow-up report to FDA.

Event description:
During a coronary angiography using the acist angiographic injection system, model cvi, contrast media over the programmed amount was injected into the patient. When the user pressed the contrast button on the acist angiotouch hand controller kit to deliver the contrast media injection to the patient, the entire contents of the acist syringe kit (approximately 10ml of contrast) was injected into the patient. This amount programmed was reported to be under 10ml. There was no report of patient harm. There were no error messages displayed by the injection system before this event occurred, and the user completed two additional patient cases with the injection system with no reported issues.